Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator (ICD) implant procedure. During implant, an attempt to collect morphology scores on coil to can was unsuccessful while ventricular tip to can was successful. The ICD remained implanted. The patient was stable.